Event description:
Baxter international coordinator received report from customer. Customer reported a leak on the side seam of the drug reservoir of this set. Leak occurred during filling with saline solution. No patient involvement has been reported at this time. Samples have been discarded by the customer.